Event description:
It was reported that the front right wheel buckled, bent backwards right at the weld base. It was in use when it happened, trying to go over a lip of a door when it happened no falls or injuries reported.

Manufacturer narrative:
It was reported that "the front right wheel buckled, bent backwards right at the weld base. It was in use when it happened, trying to go over a lip of a door when it happened no falls or injuries reported." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.